Manufacturer narrative:
The replaced top cover assembly was returned to the manufacturer on september 30, 2015 and was sent to the supplier.

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. The replaced top cover assembly was returned to the manufacturer on september 30, 2015.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
System analysis/service repair: the console was evaluated and repaired in the field on (B)(6) 2015. The reported issue of ¿touch screen turned off during the procedure¿ was confirmed and determined to be the result of a defective top cover assembly. The top cover assembly was replaced. The system was tested and verified to meet specification.

Event description:
It was reported that the "touch screen turned off during procedure." The customer was unable to resolve the issue that occurred. The case was completed by an alternative procedure "bi-polar resection." Patient outcome: there was no report of a patient or user injury.

Manufacturer narrative:
System analysis/service repair was performed on september 08, 2015. The replaced top cover assembly was returned to the manufacturer on september 30, 2015 and was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier on february 03, 2016. The evaluation noted 24v line shorted and tantalum capacitors were shorted. C1200, c1201, c1301 and c1300 capacitors were replaced. The top cover was reprogrammed and tested. The top cover passed the standard production test. Probable root cause: based on the supplier analysis report, the root cause was determined to be tantalum capacitors.

Manufacturer narrative:
Correction from follow up # 01: date should have been (B)(6) 2015 not (B)(6)2015.